Manufacturer narrative:
Subsequent information indicates that an x ray was performed and no obvious fracture was noted. The following physician planned to intensify follow up. There were no adverse patient effects.

Manufacturer narrative:
As of today there is no additional information available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high, out of range pacing impedances. An x ray was to be performed. A request for additional information has been made. There were no adverse patient effects reported. At this time, the lead remains in service.